Event description:
The pt's implantable neurostimulator system was explanted due to normal battery depletion. The health care professional explanted the system "as pt bdp increased." It was also discovered that a lead and/or extension had dislodged. The pt recovered without sequela. The hcp intended to replace the device with a new neurostimulator or a pain pump in the future. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.